Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an abdominal infection. The cause the event was reported as due to mycete. Mycete is a causative agent; therefore the direct cause of the unspecified abdominal infection was not reported. The patient was treated with an unspecified anti-inflammatory drug (dose, route, duration and frequency not reported). It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was not recovered from the event. Peritoneal dialysis was ongoing during the treatment. The reporter declined follow up. No additional information is available.